Manufacturer narrative:
(B)(4). Additional concomitant medical products: 7354-01-103, natural distal fill stem nh collarless, 1611772. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's labs drawn eight years post-implantation revealed abnormal levels of cobalt in blood. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products- metasulâ®, alpha insert, hooded, kk/28, catalog# 0100010511, lot# 2257945; allofit cup, catalog# unk, lot# unk; natural distal fill stem nh collarless, catalog# 7354-01-103, lot# 1611772. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.